Manufacturer narrative:
Further information was requested but not received. Updated h6 codes for no device return.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing was normal. Visual and x-ray inspection found no anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmissions, it was noted, that the right ventricle (rv) and right atrial (ra) leads exhibited over-sensing of noise. Which resulted in pacing inhibition. The physician scheduled a lead revision procedure. Where the rv and ra leads were removed and replaced. The patient was in stable condition throughout.